Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from attempted use. A dimensional inspection of the returned device could not confirm or explain the stated failure mode. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes for this event could include a fit/sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during tka surgery, the genesis ii posterior stabilized insert size 5-6 11mm could not be locked properly. Procedure was finished using a backup device from smith and nephew, with a surgical delay of less than 30 minutes and no injury to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.